Manufacturer narrative:
Failure analysis confirmed the button error alarm due to corroded keypad traces. No moisture damage found inside the pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error and moisture damage. The customer's blood glucose reading was 154 mg/dl. She stated pump was exposed to moisture; from perspiration. The customer stated there was condensation on the lcd screen. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.